Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil of the right ventricular (rv) lead had high/undefined impedance. The svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.